Event description:
It was reported that during a filter deployment treatment procedure, deployment failure occurred. The patient underwent the procedure due to deep vein thrombosis. Anticoagulation was contraindicated for this patient. The target vessel was the infra-renal vena cava. A CT of the abdomen was performed which showed no retro cable or mass. The 12f jugular titanium filter was prepped without any difficulty. Access was gained via the right internal jugular vein and the device was advanced to the target. No thrombus was present. Continuous flushing was used and the trigger was in the locked position. The filter was released, but it failed to deploy. It is reported that the carrier handle retracted smoothly and that there was no difficulty or resistance noted on insertion of the dilator or braided sheath. The device was left inside the patient. No attempt was made to remove it. A second filter was advanced and successfully deployed over the undeployed filter and therapeutic results were achieved.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)